Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A caller reported via phone call indicating a delivery anomaly on the customer's insulin pump. The patient's blood glucose level was 315 mg/dl at the time of the call. The caller stated that their device delivered a one unit bolus without the patient's knowledge. The customer later stated that they were mistaken and forgot that they had told the patient to deliver the one unit bolus.